Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6., and h.11. The lens was returned wrapped in gauze inside a small brown envelope. The lens had been cut into two pieces, typical of removal. Both haptics was broken or cut gusset area. Only one was returned. Power and resolution could not be reverified due to the optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause could not be determined. The power and resolution could not be reverified due to optic damage. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process to determine acceptability per the lens model and diopter. Information was provided that the company specific model, 19.5 diopter (add power +2.17/+3.25) lens was replaced with non-company specific 20.5 diopter lens. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced poor vision. Hence the lens was explanted and replaced with another noncompany lens in a secondary procedure. The clinical reason for explant was mechanical breakdown. The patient's issue resolved, and the surgeon prognosis was good. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).